Event description:
Implanted cardiac defibrillator (ICD) - stomach pain. Went to ER. Blood pressure bottomed out, was given bp meds that I did not need. Vitals extremely high day after surgery, can't use my left arm. Using left are could pull the wire from the main vein and could bleed out. From september 16, 2008 to this date june 6, 2022 still have (ICD) implanted in my chest. Drs will not remove under I agree to another ICD implanted. This ICD has never worked. Needs to be removed. Went to hospital in (B)(6) with constipation and terrible stomachache. They put in IV and game me a drug. I became unconscious, when I wake up I was in a hospital in (B)(6). They put two stents in and I was told I need a cardiac defibrillator. After testing for 14 days then they sent me home with a vest which I did not need. A month later went to (B)(6) implanted an (ICD). I had to stay two extra days because the defibrillator was sitting too close to my lungs. I've had pain for 131/2 years, still has it today. I have cried and begged for them to remove it and they have not to this date.